Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming a continuous beep and the pump screen went black, then the beep stopped, the pump made an additional sound, and then the pump went to sleep. Per reporter the end user had 104 ml of medication remaining in the cassette after receiving 19.5 hours of infusion prior to the malfunction. It was also reported the end user may have gotten the pump wet. No additional information available.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. A product sample was received for evaluation. Visual and functional testing were performed. Visual testing found a damaged battery compartment. During functional testing, the reported problem was duplicated. Patient came in with malfunctioning pump issue due to 41786 error code found in the device information folder. Battery compartment and a microprocessor unit board will be replaced.